Event description:
The user stated they were receiving questionably high hba1c results on their cobas c501 ((B)(6)). The user was able to provide data for ten patients. Of that data, there was one discrepant hba1c result reported outside the laboratory. The patient's initial result was 9.2%. The repeat result was 7.3%. There were no adverse affect to the patient as a result of this event. The user declined a service visit. The user believed the problem was caused by a faulty probe that may have been partially occluded by gel. He changed the probe and there have been no further issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).

Manufacturer narrative:
The cause of this event was determined to be customer handling of sample tubes. The customer was contacted regarding proper handling of sample tues, not placing taller sample tubes into racks dedicated to be used with shorter tubes, and pouring short samples into sample cups for testing.